Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. H3 and h6. Codes: updated. Device evaluation: the reported problem, "sound not working¿ was confirmed/duplicated. The investigation also found an air bubble on the downstream occlusion (dso) seal and many downstream occlusion alarms in the event log. The cause of the report error is front piezo speaker. Replaced front piezo and dso sensor to resolve the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
E1: phone ext. (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the sound is not working. There was unknown patient involvement.